Event description:
It was reported that this patient with this device experienced cardiac arrest and was hospitalized. It is unknown whether this device rescued this patient or not. The field representative did not have any information. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.